Event description:
An autosuture endo gia blue reload (sulu) was used in an autosuture endo gia universal handle (stapler) in conjunction with a blue gore seamguard inserted. When the surgeon attempted to remove the strings, only one of the two strings disconnected properly. The faulty seamguard was removed from the patient and a different blue 60 seamguard was placed, but then the endo gia reload would not close completely so a second endo gia blue 60 reload with a third blue 60 seamguard were placed without incident.